Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent a procedure wherein the ipg was explant and the explanted ipg was discarded by the medical facility and will not be returned.